Event description:
It was reported that this lead was an attempted implant as suboptimal sensing was identified despite several attempts at screwing the helix during the procedure. It was confirmed that there was not tissue entwined in the helix and the physician found a new implant location, but after further attempts, the helix would not extend anymore. Consequently, the physician made the decision to use another lead and the procedure was successfully completed. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried body fluid in the helix housing, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Additionally, a helix mechanism test was conducted, but it failed after 11 turns due to the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that this lead was an attempted implant as suboptimal sensing was identified despite several attempts at screwing the helix during the procedure. It was confirmed that there was not tissue entwined in the helix and the physician found a new implant location, but after further attempts, the helix would not extend anymore. Consequently, the physician made the decision to use another lead and the procedure was successfully completed. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this lead was an attempted implant as suboptimal sensing was identified despite several attempts at screwing the helix during the procedure. It was confirmed that there was not tissue entwined in the helix and the physician found a new implant location, but after further attempts, the helix would not extend anymore. Consequently, the physician made the decision to use another lead and the procedure was successfully completed. No adverse patient effects were reported. The lead is expected to be returned for analysis.